Event description:
Spontaneous communication from a representative at the home health agency who reported that the patient's pump, sn (B)(6), kept stopping during the infusion on (B)(6) 2023. No ill effects occurred due to this and them was able to finish the infusion. The agency is asking for the pump to be replaced and requested to send another pump to the patient. The patient will then return the malfunctioning pump t the pharmacy. It is unknown if the patient has a backup device to switch to. The expiration date is unknown. No further information was provided. Dose or amount and frequency: infuse 17.4mg intravenously every week in 250ml normal saline (total volume) over approximately 4 hours via infusion pump. Reported to (B)(6) by health professional.